Event description:
It was reported that the side of bd angiocath IV catheter had foreign matter. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Received in bd sandy unused one unit in an open package in accordance with (B)(6) 2018 the angiocath 22g x 1.00in product, catalog 381123, lot number 7209786. Bd was able to verify no damage was detected in the catheter and according to the fourier-transform infrared spectroscopy results the foreign matter seen on the catheter was silicone and cellulose. The foreign matter is the ¿cellulose¿ which is of the same material as the angiocath hub that may have caused an anomalous failure of the angiocath hub mold injection system which may have burned this part before ejecting the mold part and ¿silicone¿, it should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. A review of the device history record was completed for sub-assembly# (B)(4), lot 7207671 manufactured from 31-jul-17 to 30-aug-17 in acam03 machine used in claimed lot 7209786. This lot was reviewed regarding the tests of ¿foreign matter¿ and ¿catheter damaged¿ on the product and found no records that could lead to claimed defect. The probable root cause of this foreign matter composed by cellulose comes from molding process of component itself (hub) that during regrinding of the material, some particles of this raw material may have be adhered inside mold of hub generating this complaint. For silicone foreign matter, it has been found that the root cause of this issue on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping and final assembly process. A corrective action project has been initiated to investigate the issue. The analysis of the photo with the sample returned from the client did not demonstrate the claimed defect, so it is not possible to confirm this complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the side of bd angiocath¿ IV catheter had foreign matter. There was no report of exposure, serious injury, or medical intervention.